Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-02268 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-02382.

Event description:
It was reported by customer that, "scant chemo spill, irinotecan, and leucovorin infusion and drops noted from the port needle's port closest to patient, the distal port had neutral pressure connector and was connected to intravenous fluid. Pt washed hands with soap and water and plans to double wash clothing prior to putting in dryer."

Event description:
It was reported by customer that, "scant chemo spill, irinotecan, and leucovorin infusion and drops noted from the port needle's port closest to patient, the distal port had neutral pressure connector and was connected to intravenous fluid. Pt washed hands with soap and water and plans to double wash clothing prior to putting in dryer."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.